Manufacturer narrative:
Concomitant medical products: product ID: w3dr01, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of false ventricular tachycardia (vt). The lead was repositioned and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.